Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed the message "unable to communicate with geo ipc. Sid unknown and no movements were available". The fse solved the issue by reconnecting the network cable of the geo-pc. After reconnecting the network cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.